Manufacturer narrative:
One infusion pump was received for evaluation in relation to the reported event. A cracked battery door, scratched lcd lens, damaged air detector sensor, and fluid ingression on downstream occlusion sensor seal was noted when the device was visually inspected. A review of the event history log was unable to confirm the reported event. Functional tests performed, which were able to replicate or confirm the reported event. Running three accuracy tests, the pump was found to be over delivering to the manufacturing specifications. It was determined that the expulsor was defective due to being out of mechanical specifications and the root cause of the issue. The expulsor was replaced in order to bring the delivery into more nominal of a range. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported that a cadd solis pump failed delivery testing. The device was over delivering by 2 percent. No patient injury was reported.

Manufacturer narrative:
One infusion pump was received for evaluation in relation to the reported event. A cracked battery door, scratched lcd lens, damaged air detector sensor, and fluid ingression on downstream occlusion sensor seal was noted when the device was visually inspected. A review of the event history log was unable to confirm the reported event. Functional tests performed, which were able to replicate or confirm the reported event. Running three accuracy tests, the pump was found to be over delivering to the manufacturing specifications. It was determined that the expulsor was defective due to being out of mechanical specifications and the root cause of the issue. The expulsor was replaced in order to bring the delivery into more nominal of a range. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported that a cadd solis pump failed delivery testing. The device was over delivering by 2 percent. No patient injury was reported.